Event description:
Report received from the USA stating that the attachment's "bearings are bad." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).